Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an event for auryon atherectomy catheter 2.0mm - hydrophilic coated: 2.0 laser would not aspirate and catheter broke during procedure. The procedure was completed with another save device and the patient experience any adverse effects, harm, or require medical intervention as a result of this incident.